Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed an unexpected battery behavior. After analyzing this behavior, it was determined that the atrial fibrillation caused the device to constantly sense the atrial rate, and this was the cause for the unexpected battery depletion, nonetheless, this is an expected behavior. Also, all atrial events were falling into refractory and synchrony was lost. Various programming options were discussed. The crt-d remains in service. No adverse patient effects were reported.